Manufacturer narrative:
The device was received with intermittent button response due to corroded keypad traces. There were no button error alarms during testing. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked display window.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 231mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.